Manufacturer narrative:
E1 full name (initial reporter establishment name) - (B)(6). The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the image had whiteout, stripes, and a scope communication error (b30 error) occurred. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. The most likely cause of the image whiteout, stripes and scope communication error (b30 error) was traced to component failure due to stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had been displaying that scope connection was unavailable. The issue was found during service/ maintenance. There were no reports of patient involvement.